Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in a 43-year-old female patient who had essure (batch no. A36519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, caesarean section, knee operation and foot operation. Concurrent conditions included fibroids and scar (disfiguring scar of the lower abdomen,). In november 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)/") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced urinary tract infection ("urinary tract infections/infection (bladder/urinary tract/vaginal) type: urinary tract infections,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping / abdominal pain lower/cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower and vaginal haemorrhage was resolving and the abdominal pain, menorrhagia, urinary tract infection, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion (B)(6) 2013 type of test: transvaginal ultrasound (tvu) were the results of your essure confirmation test :total bilateral occlusion (B)(6) 2013) on (B)(6) 2015 , pathology report shows specimen uterus. And left fallopian tubes and ovaries." Specimen consists of a 186 g uterus which 11.5 x 7.5 x 7.0 cm. No serosal cervical lesions are identified. The is 0.2 cm in thickness. Of myometrium reveals multiple circumscribed gray-while nodules up to 1.8 cm in diameter, without evidence of hemorrhage or necrosis. Measures 5.5 x 1.0 cm with attached 6.0 cm the left ovary measures 4.0 x 1.7 cm with attached 7.5 cm fallopian tube. Both fallopian tubes demonstrate coil birth control devices place. Both ovaries demonstrate subcortices cysts. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced urinary tract infection ("urinary tract infections"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping / abdominal pain lower") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain and abdominal pain lower was resolving and the abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received, reporter added, lab data added, event outcome for event vagianl pain updated from unknown to recovering/resolving, events added as follows- abdominal pain lower, vaginal haemorrhage, menorrhagia, urinary tract infection, dyspareunia,dysmenorrhoea. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in a 43-year-old female patient who had essure (batch no. A36519) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, caesarean section, knee operation and foot operation. Concurrent conditions included fibroids and scar (disfiguring scar of the lower abdomen,). On(B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia),"), the first episode of menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)/"), dysmenorrhoea ("dysmenorrhea (cramping)") and the second episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In 2013, the patient experienced urinary tract infection ("urinary tract infections/infection (bladder/urinary tract/vaginal) type: urinary tract infections,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping / abdominal pain lower/cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery (endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain lower and vaginal haemorrhage was resolving and the abdominal pain, urinary tract infection, dyspareunia, dysmenorrhoea and the last episode of menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain, urinary tract infection, vaginal haemorrhage, vulvovaginal pain, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion (B)(6) 2013 type of test: transvaginal ultrasound (tvu) were the results of your essure confirmation test :total bilateral occlusion ((B)(6) 2013). On (B)(6) 2015 , pathology report shows specimen uterus. And left fallopian tubes and ovaries." Specimen consists of a 186 g uterus which 11.5 x 7.5 x 7.0 cm. No serosal cervical lesions are identified. The is 0.2 cm in thickness. Of myometrium reveals multiple circumscribed gray-while nodules up to 1.8 cm in diameter, without evidence of hemorrhage or necrosis. Measures 5.5 x 1.0 cm with attached 6.0 cm the left ovary measures 4.0 x 1.7 cm with attached 7.5 cm fallopian tube. Both fallopian tubes demonstrate coil birth control devices place. Both ovaries demonstrate subcorticei cysts. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorragia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and mr, medical records, medically confirmed, new reporter, patient demographic information, lab data, relevant history essure lot number a36519, new events abnormal bleeding (vaginal, menorrhagia),infection (bladder/urinary tract/vaginal) type: urinary tract infections were added the event pain clubbed with previous event. On 27-feb-2018: follow-up 2nd and 3rd process together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and the second episode of abdominal pain ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain and the last episode of abdominal pain outcome was unknown. The reporter considered genital haemorrhage, pelvic pain, vulvovaginal pain, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.